Event description:
It was reported that during a lobectomy, the device was used to suture the lung vessel. In actioning the second trigger, the device cut, but did not suture. The surgeon had to suture by hand. There was no pt consequence.